Event description:
It was reported, that the patient presented to the hospital for a check. The patient's right ventricular (rv) lead had exhibited high capture threshold and low impedance measurement. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.